Event description:
A malfunction alarm was reported by the customer, with a malfunction code of malf 12, which recurred after attempting to reset the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and decided to replace the device. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed to return the faulty pump to tandem within 10 days.